Event description:
During atrial fibrillation procedure, it was reported that there was a map shift between the carto® 3 system and the x-ray system. There were error codes displayed. The procedure was completed successfully with no patient consequences. No troubleshooting was able to be performed. On (B)(6), received additional information requested from bwi representative stating that the map shift did not occur during rf ablation. The map shift was approximately 10 millimeters as there were no error message for the map shift issue, this may be a potential risk to the patient. Therefore, this complaint became reportable.

Manufacturer narrative:
B) manufacturer's reference # pi1-kmrqu3 during atrial fibrillation procedure, it was reported that there was a map shift between the carto® 3 system and the x-ray system. There were error codes displayed. The procedure was completed successfully with no patient consequences. No troubleshooting was able to be performed. A device manufacturer (htc) representative visited the hospital and investigated the issue. The issue was reproduced. It was found that it was caused by workflow (wf): cine/ image were taken with sensor-based catheter distant from the area of interest, and as a result the image was applied to the carto 3 space in an inaccurate area, causing difference between the carto map and fluoro image taken. Htc representative has advised on improved wf. Once proposed wf was implemented, next cases passed without issues and the system is operational. This issue was escalated for preventive action. The DHR associated with carto 3 # 12667 was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.

Manufacturer narrative:
The investigation is still in progress. (B)(4).